Manufacturer narrative:
While on the phone with dario's representative, the user was offered to troubleshoot in order to further investigate this issue, however the user reported that he threw away the dario meter and was not interested in any further assistance. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On december 20th, the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported bg readings that were 100 mg/dl different than what he expected.